Event description:
It was reported that the 6800 system had a high pitch alarm sound and after the reboot the system booted slowly and locked-up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the sbc pcb system interface pcb, multi-output power supply and universal node pcb. The system operates as intended.